Manufacturer narrative:
Product event summary: driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable revealed multiple breaks in the outer sheath, confirming the reported event. Additionally, visual evidence provided revealed yellowing of the driveline cable. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline sheath was wrinkled, discolored and torn circumferentially in 5 different areas along the entire length, from about 4 inches from the driveline site to about 1 inch before the strain relief. The patient was reported being angry and anxious. A driveline sheath repair was completed and it remains in use. No further patient complications have been reported as a result of this event.